Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure implants-laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 40-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included heartburn, abdominal bloating, vaginal itching, vitamin d deficiency, vaginitis, abdominal discomfort, joint pain and allergy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included constipation, pediculosis, gastritis, dry eye syndrome, hyperopia, back pain, skin lesion, diarrhea, allergic skin reaction, ovarian torsion, coccydynia, muscle spasm and wrist pain. Family history included epilepsy. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash pruritic ("rashes or skin conditions: big itchy rash") and urticaria ("hives"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In november 2013, the patient experienced menorrhagia ("menorrhagia/very heavy menses"), 2 years 4 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvis"), depression ("psychological or psychiatric problems: depression"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastroesophageal reflux disease"), alopecia ("hair loss") and abdominal pain ("abdomen/intermittent severe abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding: (vaginal)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dermatitis allergic ("reproductive system disorder or condition: skin allergy"), abdominal pain lower ("left lower quadrant pain") and dizziness ("dizziness"). The patient was treated with clotrimazole, diphenhydramine hydrochloride, ibuprofen, naproxen, ondansetron (zofran), sertraline, vitamins nos (multivitamins) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, dermatitis allergic, dysmenorrhoea, vaginal discharge, fatigue, gastrooesophageal reflux disease, abdominal pain, abdominal pain lower and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, rash pruritic, urticaria, nausea, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right coil was placed first with three to four coils projecting after deployment. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, rash pruritic, urticaria, migraine, abdominal pain, gastrooesophageal reflux disease, dysmenorrhea and depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), device expulsion ('breakage/ expulsion-expulsion'), genital haemorrhage ('gen. Abnormal bleeding') and seizure ('seizures') in a 40-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included heartburn, abdominal bloating, vaginal itching, vitamin d deficiency, vaginitis, abdominal discomfort, joint pain, allergy and hypertension. Previously administered products included for an unreported indication: mirena. Concurrent conditions included constipation, pediculosis, gastritis, dry eye syndrome, hyperopia, back pain, skin lesion, diarrhea, allergic skin reaction, ovarian torsion, coccydynia, muscle spasm, wrist pain and asthma. Family history included epilepsy. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for bleeding genital. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash pruritic ("rashes or skin conditions: big itchy rash") and urticaria ("hives"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/very heavy menses"), 2 years 4 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvis"), depression ("psychological or psychiatric problems: depression"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastroesophageal reflux disease"), alopecia ("hair loss") and abdominal pain ("abdomen/intermittent severe abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding: (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dermatitis allergic ("reproductive system disorder or condition: skin allergy"), abdominal pain lower ("left lower quadrant pain"), dizziness ("dizziness"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), seizure (seriousness criterion medically significant), visual impairment ("vision probs") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with clotrimazole, diphenhydramine hydrochloride, ibuprofen, naproxen, ondansetron (zofran), sertraline, vitamins nos (multivitamins) and surgery (hysterectomy (full), salpingectomy (bilateral),other and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, migraine, headache, dermatitis allergic, vaginal discharge, fatigue, gastrooesophageal reflux disease, abdominal pain lower, dizziness, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, seizure, visual impairment, weight increased and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, depression, rash pruritic, urticaria, nausea, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, seizure, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: the right coil was placed first with three to four coils projecting after deployment. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, rash pruritic, urticaria, migraine, abdominal pain, gastrooesophageal reflux disease, dysmenorrhea and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. New events: gen. Abnormal bleeding, hypersensitivity, bladder problem, urinary problem, bladder infection, vaginal infection, hormonal changes, seizures, vision problem, weight gain were added. New reporters added. On 22-oct-2019: pfs received. Concomitant condition and drug added. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 40-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included heartburn, abdominal bloating, vaginal itching, vitamin d deficiency, vaginitis, abdominal discomfort, joint pain and allergy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included constipation, pediculosis, gastritis, dry eye syndrome, hyperopia, back pain, skin lesion, diarrhea, allergic skin reaction, ovarian torsion, coccydynia, muscle spasm and wrist pain. Family history included epilepsy. On -(B)(6)2012, the patient had essure inserted. In june 2013, the patient experienced rash pruritic ("rashes or skin conditions: big itchy rash") and urticaria ("hives"). In september 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In november 2013, the patient experienced menorrhagia ("menorrhagia/very heavy menses"), 2 years 4 months after insertion of essure. In november 2013, the patient experienced pelvic pain ("pain/pelvis"), depression ("psychological or psychiatric problems: depression"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastroesophageal reflux disease"), alopecia ("hair loss") and abdominal pain ("abdomen/intermittent severe abdominal pain"). In december 2013, the patient experienced vaginal discharge ("vaginal discharge"). In march 2014, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding: (vaginal)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), dermatitis allergic ("reproductive system disorder or condition: skin allergy"), abdominal pain lower ("left lower quadrant pain") and dizziness ("dizziness"). The patient was treated with clotrimazole, diphenhydramine hydrochloride, ibuprofen, naproxen, ondansetron (zofran), sertraline, vitamins nos (multivitamins) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, dermatitis allergic, dysmenorrhoea, vaginal discharge, fatigue, gastrooesophageal reflux disease, abdominal pain, abdominal pain lower and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, rash pruritic, urticaria, nausea, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right coil was placed first with three to four coils projecting after deployment. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, rash pruritic, urticaria, migraine, abdominal pain, gastrooesophageal reflux disease, dysmenorrhea and depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : essure lot number, race information and product indication added. Following events were added: perforation (fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems: depression, rashes or skin conditions: big itchy rash, hives, migraines, headaches, reproductive system disorder or condition: skin allergy, nausea, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), vaginal discharge, fatigue, gastrointestinal or digestive system condition: gastroesophageal reflux disease, hair loss, abdominal pain, dizziness and she did not underwent an essure confirmation test. Previously reported event injury to herself was updated to pain. Event severity added for: abdomen, pain/pelvis and left lower quadrant pain. Event outcome added for: abnormal bleeding: (vaginal), menorrhagia, nausea, rashes or skin conditions: big itchy rash, hives, dyspareunia(painful sexual intercourse), hair loss and psychological or psychiatric problems: depression. Event deleted: removal of essure implants-laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Event clubbed: menorrhagia/very heavy menses. Historical and treatment medications were added. Medical history and reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure implants-laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("injury to herself"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.